Event description:
It was reported that deflation issues occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified left forearm vessel. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during withdrawal, deflation issues were encountered. The entire system was able to be removed, and the procedure was completed with another of same device. No patient complications nor injuries reported. It was further reported that the device burst while being pressurized and removed with the entire system and the endoscope.

Manufacturer narrative:
Device evaluated by MFR: the mustang was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. Functional testing was performed by inflating the device to rated burst pressure and then deflating it. There were no issues inflating or deflating the balloon. Product analysis could not confirm the reported failure to deflate.

Event description:
It was reported that deflation issues occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified left forearm vessel. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during withdrawal, deflation issues were encountered. The entire system was able to be removed, and the procedure was completed with another of same device. No patient complications nor injuries reported.